Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The titanium square uniscrew (unist) was not returned for investigation. Therefore, visual and functional testing could not be performed on the device and no radiographs were provided to aid in investigation. The device lot number was not provided so a device history record review could not be performed. A complaint history review by item number was conducted for the unist dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device. Appropriate documentation was reviewed and the following information was identified: documents reviewed: product catalog for restorative technologies instres rev 04/16 information identified: warnings: reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Complaint reported the screw become loose from the fnt410, and the implant still in place and function. The reported event is non-verifiable without return of the reported product. A root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4). Product will not be returned by the cust.

Event description:
It was reported that the unist screw become loose. The dentist retightened the screw and left it in place.